Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said their device fell out from vomiting and a brand new one had to be put in. They said no one had talked to them about the device and they were still having urinary an bowel incontinence. They said that was what the device had been implanted for. Assistance over the phone was offered, however the patient's external devices were charging. Patient ended the call. No further complications were reported or anticipated.